Manufacturer narrative:
Currently it is unknown whether or not the device may have caused or contributed to the event. The device has been returned, but not yet evaluated. Further information will follow once the analysis has been completed. No conclusion can be drawn at this time.

Event description:
The customer reported via phone call that the insulin pump alarmed compromised force sensor system. The customer¿s blood glucose level was unknown at the time of the incident. The customer also reported that the insulin was squirting during manual prime process. Customer stated that they were unable to exit the "preparing to prime" loop. The customer stated that during reservoir priming the piston would not stop priming. The customer was advised that the pump will need to be replaced. The customer was advised to revert to back up plan per health care professional instructions. The insulin pump will be returned for analysis.

Manufacturer narrative:
Compromised forced sensor system alarm during the basic occlusion test due to loose or protruded drive support disk. Insulin pump passed the displacement test and rewind test. Unable to perform the prime test, occlusion test and no delivery test due to compromised forced sensor system alarm.